Event description:
The patient's vns programming history form was completed by the treating physician's office. Upon review of the form on (B)(6) 2013, it was observed that the patient experienced an increase in seizure frequency from (B)(6) 2002 through (B)(6) 2003. In (B)(6) 2001, the patient had 1 seizure/month and then the frequency was 2-3/week on (B)(6) 2002. The frequency slightly declined to 1 seizure per week and then increased again to 3-4 seizures per week on (B)(6) 2003. Attempts for additional information from the treating physician were unsuccessful, as it was reported the patient's records are no longer available due to conversion to electronic medical records. It is unknown what the patient's pre-vns seizure frequency level was. Review of the manufacturer's database revealed that the patient's settings were being titrated up throughout the history from (B)(6) 2000 through the last date available on (B)(6) 2002. There was no subsequent history after (B)(6) 2002, but the patient's output current was increased on this visit.